Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed. The cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 5 of 5. The technical service representative (tsr) assisted the home patient (hp). The hp recycled power and cleared the alarm. The hp will discard supplies and finish with manuals. Baxter (B)(4) contacted the hp on (B)(6) 2011. The hp stated that he had no idea how the air entered the lines. The hp was asleep and it was the middle of the night and the alarm came on. The hp did not notice anything unusual with the supplies at use that night. The hp notified the registered nurse about the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.